Event description:
Patient having surgery for a CABG with endoscopic saphenous vein harvesting from both legs. The pa was using the camera and it broke. The rings of the camera broke into pieces. Attempted to recreate the camera, but not sure if all the pieces and screws were retrieved. X-rays of both legs taken were negative.what was the original intended procedure?visualization of the saphenous vein for harvesting.device #1is this a laboratory device or laboratory test?no.